Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter was not functioning properly and the patient experienced recurrent incontinence. It was noted that the patient was dissatisfied with the device. During the revision procedure, evidence of infection was found. The aus was explanted, and a new device will be implanted at a future date. No further patient complications were reported.